Event description:
It was reported that during surgery the screwdrivers stripped and could not tighten down cables. The surgery was extended for more than 2 hours.

Manufacturer narrative:
The accord dual tip screwdriver bits were returned and evaluated. A visual inspection confirmed the complaint that both ends of the devices exhibit severe material deformation. A hex can strip if the torque applied to the driver exceeds the material strength or if the hex is not seated properly within the screw when torque is applied. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.